Event description:
Paramedics could not use the device to administer defibrillator therapy to a patient. The basis for this allegation was not reported. Another facility crew arrived on scene, some unspecified time later, and used their device of same model to diagnose the patient ect as asystolic. A medtronic emergency reponse systems clinical evaluation of the event data recorded in memory of the devices concluded the report discrepancy likely did not contributed to the patient outcome.